Event description:
A malfunction alarm with code "malf 12" was reported, involving no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with completing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred. There was acknowledgment and understanding from the caller.